Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the body of the balloon. This is consistent with and confirms the reported event. This failure is likely due to factors encountered during the procedure, such as handling or manipulation during the preparation, initial set-up, or procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilation balloon was used in the esophagus during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that a leak occurred from the balloon tip when expanded to 11mm. The procedure was able to be completed with this device. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.